Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the procedure, after the right ventricle (rv) and left ventricle (lv) leads were placed, the physician observed abnormal bleeding and suspected pneumothorax. The physician decided to extract both leads, and to postpone the procedure for another day. The patient's condition resolved within a few days. No additional adverse patient effects were reported. The leads will not be returned.